Event description:
It was reported that while individually advancing a 2.5x38 xience prime stent delivery system and a 3.5x23 xience v stent delivery system, resistance was felt, and slight, minimal force was applied; the shaft of each device separated outside of anatomy, with the separation site located outside of an unspecified guide catheter. The separated shaft pieces of each xience device were withdrawn without resistance. There were no patient effects and no clinically significant delay in completing the procedure. Another xience stent delivery system was used to complete the procedure. No additional information was provided.

Event description:
Subsequent to the initial filed MDR, the returned goods lab received 3.5x23 xience v stent delivery system, and discovered that the shaft was not separated. Additional information confirmed that only the 2.5x38 xience prime had a separated shaft, and that the 3.5x23 xience only failed to cross the moderately calcified lesion in the mid circumflex coronary artery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v referenced is being filed under a separate MFR number. (B)(4) - against resistance. The device was returned. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4): dilatation catheter: 7f bbg, guide wire: 014,sheath: 7f.evaluation summary:the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation/detachment was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency.